Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had received a power error detected alarm. The customer¿s blood glucose was 10.1 mmol/l. Troubleshooting was performed for power error detected alarm. Second call power error detected within 4 hours of troubleshooting the previous occurrence. Sending replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with power error due to j6 connector resistance issue.